Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the patient's internal implant was not programmed anymore and had been un-programmed because the implant had a limit of six years. It had already been six years and the implant did not work anymore. The patient noted that he would need a replacement surgery, but he was (B)(6) years old and could not have them implant another device inside him so he wanted to one outside, referring to a transcutaneous electric nerve stimulator. The patient had traveled to mexico and while he was there he noticed his implant had gone out of control. When the patient got back to the united states, he tried to schedule an appointment with a doctor. The patient had also seen a screen with a picture of a doctor that stated that there was no signal. It was noted that the patient did not remember if he had seen an end of service (eos) message. It was noted that the patient had chronic pain. The issues began in (B)(6) of 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.